Event description:
It was reported that the bd discardit¿ ii syringe experienced a tip that broke off. The following information was provided by the initial reporter: the tip of the 20ml syringe broke in the filling device of the balloon and the indwelling catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following information has been updated:d.10 device available for evaluation?: yes.d.10 returned to manufacturer on: 2022-07-25.h.6 investigation summary:a device history record review was completed for provided material number 300296 and lot number 2201228. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned. Through examination of the sample, the reported defect was confirmed. The material used to manufacture the discardit syringe is selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product an automatically rejects any defects identified. We believe that this incident resulted from a blockage during the barrel feeding process. After that, the tip of the syringe was damaged and went undetected by the assembly machine. These actions contributed to the product breaking during use. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd discardit¿ ii syringe experienced a tip that broke off. The following information was provided by the initial reporter: the tip of the 20ml syringe broke in the filling device of the balloon and the indwelling catheter.